Event description:
Intubated patient with anchorfast ett holder in use; patient developed bilateral pressure injuries to the cheeks as well as pressure injuries to the top lip and bilateral ears. Device failed to offload pressure when in use, resulting in deep tissue injuries.